Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's father to make sure that they are not using the same email to follow the patient as that can cause the signal loss. Also advise the patient's father to delete the share 2 application from the patient's smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/11/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.